Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) fell over during transport and was unable to inflate or find a trigger and had only alarms.there was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site postal code:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to duplicate issue. Ran unit on trainer for an hour without issue. Nothing logs to that indicate any type of failure. Reseated all boards as precaution. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer.